Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, error when logging into pyxis. User tried to login using bioid but device immediately kick out. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error had occurred when logging into pyxis. A technical support specialist (tss) remotely accessed the station and validated the reported issue on the specified date. The tss reviewed the biometric identification process and confirmed that the fingerprint scanner was detecting user interaction appropriately. The tss verified that the user account was able to log in successfully and identified no system-related faults. The tss communicated with the customer to gather additional details and, based on confirmation that the issue was due to user interaction and no longer persisted, proceeded with case closure as requested. The system functioned as intended after technical support specialist troubleshot the device.